Manufacturer narrative:
A steris service technician arrived onsite to inspect the sterilizer and found that the lower panel was not properly secured. Upon further inspection, the technician found that the lower panel bolt had fallen off which caused the lower panel to become loose and the reported event to occur. Prior to the reported event, the employee bumped into the panel with a case cart which may have contributed to the detached bolt. To resolve the issue, the technician reattached the bolt, tested the sterilizer, confirmed it to be operating to specifications, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported that the lower panel on their amsco 400 steam sterilizer fell and contacted the employee. The employee had to use a foot brace as a result.